Event description:
It was reported while using unspecified bd intima catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 15:00 on (B)(6), 2023, when preparing the treatment tray for supplementary treatment items, black spots were found in the unopened indentor needle tube, which was a risk of contamination. The needle was not opened and used, and was promptly removed and adverse events were reported.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. . H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h.10.